Manufacturer narrative:
Prior to distribution all geenen/zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the geenen/zimmon pancreatic stent device could not be complete as the lot number is unknown. As per instructions for use, ifu0055-4, ifu0045-7 which accompanies this device, potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the bile duct, stent migration.¿ a definitive root cause could not be determined from the available information. However, cirl engineering & medical advisory agreed that the liver abscess was procedure related rather than device related. It may also be noted that these devices were used off-label, investigation for off-label is captured under separate files. Complaint is not confirmed as it has been determined to be not device related. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Date aware: (B)(6) 2019. Country of origin: (B)(6). Device: unknown (5-fr pancreatic stent geenan or zimmon). Brief description: liver abscess in the repeated wgc group. Event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study. Wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation ). A total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included. In the repeated wgc group, the dgw technique was used in cases of difficult biliary cannulation, and a self-dislodgement 5-fr pancreatic stent (geenen or zimmon, cook (B)(4) or pit-stent, gadelius medical, (B)(6)) was placed at the end of the procedure at the discretion of endoscopists. 1 patients suffered liver abscess in the repeated wgc group.